Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. After the lens was inserted into the patient's eye, a capsule tear was noted. The lens was removed, a vitrectomy was performed. No enlarge incision and no suture required.

Manufacturer narrative:
(B)(6). Method - lens work order search. Results - visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Number (B)(4).